Manufacturer narrative:
Additional information: d4, h4, h11. D4 lot #: it was further informed that the second suspected lot was r24k05079. D4: unique identifier (UDI): the UDI# of suspect lot r24k05079 is (B)(4). And h4: device manufacture date of suspect lot r24k05079 is 11/06/2024. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4 lot #: the suspect lot was either r25d22048 or r2k05079 (the lot number was unable to be populated in the baxter system). D4 unique identifier (UDI): for suspect lot r25d22048: UDI # is (B)(4) and h4: device manufacture date is 4/23/2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non dehp continu flo solution set had backflow and leaked during patient infusion. The event occurred while administering an unspecified antibiotics through the blue port of the dialysis line; blood back flowed and leaked from the lower medication port. There was no report of patient injury or medical intervention associated with this event. No additional information is available.